Manufacturer narrative:
The technician found the brake caster and brake steer caster are the cause. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. The technician replaced the brake caster and steer caster to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the bed still rolls while in brake mode. The bed is located in the warehouse of the facility. There was no pt/user injury reported. (B)(4).